Event description:
As part of a retrospective review of programming history data in the programming history database it was identified that a vns patient had high lead impedance. Good faith attempts will be made for further details about the event.

Event description:
Upon further review of the programming history, it was found that the event reported wans not a high impedance complaint, as the issue resolved prior to the patient leaving the operating room. The implant date was (B)(6) 2011, which was the same day the high impedance was found and resolved.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem, corrected data: information indicated on initial report was incorrect, as the high impedance event was resolved on the day of implant and therefore was not a complaint.